Event description:
It was reported that the device did not notify there was air in line and did not alarm. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device did not notify there was air in line and did not alarm. There was patient involvement, however outcome is unknown. Devices were repaired by customer biomedical engineering and returned to service. Although requested, further information was not provided.

Manufacturer narrative:
Correction: describe event or problem.